Manufacturer narrative:
The device was received in a zip lock plastic bag. The device had been used and displayed normal wear from use. The outside of the battery pack appeared in good condition. As reported the wiring to the battery pack was severed. Additionally, the tubing had been severed and a portion of the tubing had melted and was charred. A double spike "y" attachment was placed over the fluid spike. Opening the battery pack found that all the batteries had vented and leaked battery gel. There were no anode expulsions and the battery pack was not deformed. No non-conformances were discovered for manufacture of the device or for batteries from this lot in incoming inspection or from the assembly/test area. The customers reported event is: "this battery pack had heat after surgery and the batteries had leak because the cable of battery pack was cut." The customers reported event was confirmed. The most likely cause for this incident is improper disposal of the device in contradiction of the IFU warnings. The device instructions for use and the labeling on the tyvek lid warn that cutting the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire or personal injury. The batteries should be physically removed from the battery pack, care should be taken and personal safety equipment should be worn.

Event description:
It was reported that the battery pack of the zimmer pulsavac plus had heat after surgery and the batteries had leaked because the cable of battery pack was cut. There was no patient/user harm or impact to surgical time associated with the report.